Event description:
It was reported that this subject is enrolled in the (B)(6) study. Crf's were received for the study indicating that the subject's prior knee system was stryker and was revised with the triathlon ts knee system on (B)(6) 2011.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.